Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. Customer continued to use the pump for insulin therapy and has manual insulin injections if needed. There was no reported adverse impact to customers blood glucose (bg) level.